Event description:
It was reported that during the implant procedure, the tip of the catheter broke off and was stuck at the level of the tricuspid wall. While being retracted, the tip broke into a few more pieces, but a snare was able to remove all of the pieces. The patient was noted to be "stable." No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the catheter was returned and analyzed. Analysis of the ep (electrophysiology) catheter indicated mechanical damage, other mechanical issue, a visual finding of blood, and visual summary analysis of the lead indicated damage at implant. (B)(4).